Manufacturer narrative:
The reported issue that the devices had dim segments was confirmed on all of the returned lvp display board assemblies. Visual inspection of each board was performed and no damage, corrosion, or cold solder was observed. Testing on the returned display boards showed that all display boards exhibited dim segments on ic u4, seven segment display. Review of the sn (B)(4) service history record showed the device had a manufacture date of 01/08/2018. A review of the device service history record was performed beginning from the date of manufacture to the present date 10/01/2020 and indicated that this device has not been previously returned for service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device. The exact root cause was not identified, however prior failure investigations CAPA fi-(B)(4) identified the most likely probably cause to be related to the led manufacturing process and/or raw materials. Only a dim segment was provided for investigation.

Event description:
It was reported that the devices had dim/missing segments and replacement boards were requested. Npi.